Event description:
Patient was revised to address a loose patella and osteolysis. It was reported that the patient had an allergy to bone cement; however, the cement manufacturer was not confirmed.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint device database did not show any other reports against the manufacturing lot. The investigation could not drawn any conclusions about the reported event. Provided information stated the patient has an allergy to bone cement, which may be a contributing factor. The cement manufacturer is unknown. No evidence was found suggesting product error was a contributing factor and the need for correction action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.